Event description:
It was reported via repair work order that the scale weight would fluctuate as the gatch motor was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.